Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and was unable to capture. It was also reported that the ra lead had a micro dislodgement. The ra lead was repositioned the day after implant and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).